Event description:
Related manufacturer reference numbers: 2017865-2022-21760. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing and low pacing impedance and the implantable cardioverter defibrillator (ICD) exhibited noise over-sensing and loss of defibrillating therapy. The rv lead was capped and replaced on (B)(6) 2022 and the ICD was explanted and replaced. Patient condition was stable.